Manufacturer narrative:
Image review: a complete set of intraprocedural fluoroscopic cine images were reviewed. The patient¿s executive summary was available, permitting complete anatomical assessment. Patient¿s aortic annulus perimeter measured 85mm with a perimeter derived diameter of 28mm suggesting a 34mm evolut. Transfemoral access diameters were adequate to accommodate the 18f-equivalent delivery catheter system. Fluoroscopic valve load inspection of the first valve was not performed thus it is not possible to validate a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implantation. There is evidence of at least one recapture due to deep positioning of the valve during the first deployment attempt, though there were no signs of infolding . During the subsequent deployment attempt, an infold was evident. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. However, the valve was released with the infold prompting a post implant dilatation. During mid balloon inflation, the valve dislodged aortic. Of note, there is no evidence of a temporary pacing lead during the post implant dilatation or any type of ventricular pacing. As written in the instructions for use (IFU): establish a central venous line. Insert a temporary pacemaker lead via the right internal jugular vein (or other appropriate access vessel) per physician/clinical judgment. The subsequent angiogram revealed that the valve had dislodged to the level of the sinuses of valsalva and significant aortic regurgitation was noted. A second valve was loaded, confirmed a good load, and subsequently implanted without snaring the dislodged valve; final angiogram showed no signs of aortic regurgitation/paravalvular leak. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a transcatheter heart valve procedure using the evolut pro+ 34 valve, access was obtained at the femoral artery a pre-implant balloon dilation was performed using a non-medtronic 24 mm balloon. The valve and delivery catheter system ( dcs) were advanced to the annulus over a confida and non-medtronic (safari) guidewire. The commissural alignment technique was utilized, and valve deployment was performed slowly with the guidewire removed from the left ventricle. Following initial deployment, the valve was recaptured due to depth on the non-coronary cusp (ncc) and left coronary cusp (lcc). The valve was fully released after the second deployment attempt. A post-implant balloon dilation was performed, during which the valve dislodged. A second valve was successfully implanted in the patient. Angiography was referenced during the procedure. No symptoms, hemodynamic complications, injury, or need for complication management were reported for the patient. Additional information was received that the deployment starting point was below the pigtail catheter. Prior to valve dislodgement, the implant depth was 1 mm on the ncc and 2.5 mm on the lcc. The post-implant balloon dilation was performed due to the presence of an infold. The direction of dislodgement was aortic. Per the physician, the medtronic guidewire did not contribute to the dislodgement.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a transcatheter heart valve procedure using the evolut pro+ 34 valve, access was obtained at the femoral artery a pre-implant balloon dilation was performed using a non-medtronic 24 mm balloon. The valve and delivery catheter system ( dcs) were advanced to the annulus over a confida and non-medtronic guidewire. The commissural alignment technique was utilized, and valve deployment was performed slowly with the guidewire removed from the left ventricle. Following initial deployment, the valve was recaptured due to depth on the non-coronary cusp and left coronary cusp. The valve was fully released after the second deployment attempt. A post-implant balloon dilation was performed, during which the valve dislodged. A second valve was successfully implanted in the patient. Angiography was referenced during the procedure. No symptoms, hemodynamic complications, injury, or need for complication management were reported for the patient.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that no misload was identified during loading of the valve. No procedural delay occurred as a result of the infold.